Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer was experiencing high blood glucose over 400 mg/dl. Customer delivered a bolus and did not get better. Customer did a manual injection and blood glucose decreased. During the afternoon the no delivery alarm occurred. Customer did a complete set change. No delivery alarm occurred during prime. Customer inserted infusion set and reservoir in another insulin pump, alarm persisted. Customer changed reservoir and no issues occurred. No further information reported.